Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited one undersensed r-wave beat. It was also reported that the atrial therapies of the right atrial (ra) lead were disabled and that a position check had been performed. The ipg was reprogrammed for ventricular pacing and sensing only. Both leads remain in use. No patient complications have been reported as a result of this event.